Event description:
After opening "recycled/reprocessed" ultrasonic curved shears, noted that device did not work. No injury to patient. This facility has had multiple recent similar events with this device. The manufacturer has been notified. Product has been returned. Staff using the device have received education from the manufacturer's rep regarding the use of the device. The manufacturer has exchanged one entire lot for the same product of a different lot. The problem continues.